Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the battery packs. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's screens went blank and the system displayed a precharge voltage error message during a case. No pt injury was reported.